Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-02524. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was deep seated in the laa. A 24mm watchman ® laa closure device & delivery system (wds) was then advanced. After the closure device was released the patient experienced a pericardial effusion. No additional intervention was required.